Manufacturer narrative:
The account found the polarity on the power cord plug was reversed. He rewired the power cord plug to repair the bed.

Event description:
The account's maintenance alleged the ground loss led is flashing.